Event description:
It was reported the fowler (backrest) may not be operating to specifications.

Manufacturer narrative:
In (B)(6), the pt's personal belongings are placed in a plastic bag on the hood underneath the stretcher. It has been determined when the fowler (backrest) is raised and lowered it sucks the plastic bag into the fowler cylinder causing contamination within the cylinder.